Manufacturer narrative:
Arjo was notified about an incident with maxi twin passive floor lift involvement. It was reported that during transfer, when the resident was raised over the bed, the maxi twin lost its stability and tilted, leaning on the bed. The patient did not sustain any injury. The caregiver complained about pain in a knee. The maxi twin is equipped with powered opening ¿v¿ chassis, which facilitates device operation. It allows to open or close the device legs. Legs may be closed (parallel position) or opened (a ¿v¿ shape) to approach the patient closer and pass possible obstacles (e.g. An armchair legs). In the involved device, when the caregiver kept pressing ¿close¿ button on the handset to close the legs, the legs movement was not blocked in parallel position by a metal plate (part of the leg) and part of the aluminium chassis, but continued moving inward. The evaluation of the device, performed by an arjo representative after the event, revealed that a metal plate (which is a part of the chassis) was broken off. In effect, the leg movement inwards was not stopped, leading to device instability. Structure of the chassis is subject to wear. Arjo devices have specified in their labelling that the intended lifetime is limited and depends on correct service. According to operating and product care instructions 04.kt.00_1: ¿the expected operational life of your arjo lift is 10 (ten) years from the date of manufacture.¿ the involved maxi twin device was manufactured in 2007, 13 years before the incident. Moreover, the device shall be checked at weekly intervals: ¿general lift condition: a general visual inspection of all external parts should be carried out, and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use.¿ the review of reportable events registered during the last 5 years showed that no other complaint was found describing situation when the device tilted or lost its stability because of the mechanical damage of maxi twin chassis. This incident is considered to be an isolated occurrence. To conclude, the lift was used for the patient¿s transfer when the malfunction occurred. No serious injury was sustained. Since part of the chassis broke off, it can be stated that the device did not meet its performance specification. We report this event to competent authorities in abundance of caution due to indication of device tilting because of chassis failure.

Manufacturer narrative:
The device was assessed by arjo technician at the customer site. It was revealed that metal part of the chassis was broken off. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was made aware of a customer complaint for maxi twin passive floor lift. It was reported that during resident's transfer, when the resident was raised over the bed, the maxi twin lost its stability and tilted, leaning on the bed. The patient did not sustain any injury. The caregiver complained for pain in the knee.